Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted into the patient. After the procedure, the patient became hypertensive; 10mg of amlodipine and 1mg of prazosin was administered with resolution. On (B)(6) 2023, the patient experienced a slow atrial fibrillation and bradycardia. No treatment was performed for bradycardia. On (B)(6) 2023, the patient was discharged for outpatient care with a holter monitor. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2023, the patient reported a plum sized lump in their groin. On (B)(6) 2023, an ultrasound was performed and a pseudoaneurysm was discovered. The patient was admitted to the hospital, and medication administered. No patient consequences were reported. No additional information was provided.

Manufacturer narrative:
An event of pseudoaneurysm was reported. A returned device assessment, to see if there was any damage or anomalies which could have contributed to or caused damage at the access site could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.